Event description:
Pt was admitted on emergency basis for surgery related to acute vaginal bleeding. During surgery retained suture noted. Previous surgery 12/97. Bleeding was arterial, physician feels retained suture eroded artery. The suture was sold to facility as dissolving in 60-90 days.